Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device obturator/trocar broke, some of the expanding portion of the trocar might have broken off and was left in the patient. There was no patient outcome information provided regarding the event.